Event description:
Hospital personnel attended to a patient, condition unknown. According to the reporter, the device was used to defibrillate the patient but malfunctioned. The reporter stated that patient outcome is unknown and that no further details of the reported event are known.